Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebn1768 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guide wire had a kink. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed and was determined to be use related. One 0.038 in. J-tip guidewire in a plastic hoop and one 18 g introducer needle was returned for evaluation. An initial visual observation showed blood residue on the returned samples. The guidewire was observed to be stuck within the introducer needle, and large amount of blood residue was observed within the introducer needle. A slight bend was observed in the guidewire about 42 cm distal to its proximal end. The core wire was observed to be intact during tactile evaluation. A microscopic observation revealed a large amount of blood residue at the needle bevel. More blood residue was found on the section of guidewire that was within the needle cannula, once the guidewire was forcibly removed from the introducer needle. Some damage was observed on the needle bevel. The damage observed on the needle bevel suggests the guidewire was withdrawn through the needle which, combined with a relatively large amount of blood residue, caused it to become stuck. The product IFU states: ¿do not pull back guidewire over needle bevel as this may sever the end of the guidewire. The introducer needle must be removed first. Also, if unusual resistance is met during manipulation of the guidewire, discontinue the procedure and determine the cause of resistance before proceeding. Withdraw needle and guidewire if cause or resistance cannot be determined.¿ a lot history review (lhr) of rebn1768 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guide wire had a kink. No other information was provided.